Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the blade scratched, nicked and cracked. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use."

Event description:
During a fundoplication procedure, there was a continuous tone. There was no patient consequence.